Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atb35 instrument was used. Per customer medwatch #220038000019990003, post operatively, the pt experienced severe hypotension (systolic ic 60). The pt became unresponsive and was returned to the or for a exploratory laparoscopy. It was found that the pt was bleeding intra-abdominally (5,300cc) from the device staple line. The pt was reoperated.